Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off due to insufficient power. The customer¿s blood glucose (bg) level was 579 (mg/dl). A manual injection was delivered by the school nurse. Review of the pump history during troubleshooting with tandem customer technical support (cts) showed the pump battery was last charged to 100% 4 days prior to the pump shutting down. Cts educated the customer the pump depleted as expected. Contact acknowledged.